Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(6) 2008 to investigate the event. The fse replaced the transducer and the center mixer bearing. Also, the fse found a spill on the wash wheel and noted the analyzer had been on a counter without support on the front left corner. The fse cleaned the wash wheel and the analytical module wash area. Further investigation on the instrument revealed that the rvs are hitting the incubator belt when leaving the shuttle. The fse adjusted the incubator belt home position and performed calibration and alignments. The fse performed high sensitivity (hs) system check, accutni calibration, and quality controls (qc) and all testing met specifications. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the access 2 immunoassay system. The initial erroneously elevated result was reported outside the laboratory. The patient sample was retested and the result was within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.